Manufacturer narrative:
(B)(4). Tye iii endoleak is not labeled. The event is currently under investigation. More information will be provided upon conclusion.

Manufacturer narrative:
Event evaluation: the zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing. All results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding use of this device. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." Requirements for graft material are specified in a material specification, which includes requirements for water permeability and freedom from defects. The tffb main body grafts are 100% inspected to confirm that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. The device history record was reviewed and noted to be unremarkable. A video was provided and was forwarded for external expert clinical review. The neck aneurysm angle was 77 degrees. The proximal neck diameter was 22 mm; however, a 36 mm diameter graft was deployed with the second main body stent constrained in the neck and the third expanding freely in the aneurysm sac, differential expansion between the second and third main body stents created 8 mm right and 5 mm left step-offs. The 6 month follow-up cta demonstrates a lumbar type 2 endoleak. Three type 3 suture hole endoleaks are visible on the video intra-operatively the endograft was separated between the second and third main body stents and anastomosed with an aorto-bifem graft lumbar and spinal artery endoleaks were identified and ligated. Post-op CT demonstrates a type 2 endoleak not previously imaged. In summary, if suture hole endoleak was present pre-operatively, there was only one. The contrast collection with a suggested jet-like appearance was near the segment of differential expansion. This would have put more stress on a suture hole and possibly stretch it. There is no evidence of the multiple suture hole endoleaks on the pre-operative CT and therefore it is more likely that all of the suture hole endoleaks at surgery were secondary to atheroma/clot removal and opening sac to atmospheric pressure. The aneurysm angulation was outside the IFU. Oversizing was much greater than recommended. Both of these factors could have contributed to type 3 suture hole endoleaks. The (B)(6) year old female patient underwent evar repair with no intra-procedural endoleaks noted. On follow up, a type I (later it would become evident that this was actually one or more misidentified type iii) endoleak was seen on imaging, but without increase in sac size. The physician elected to take a watchful waiting approach. The patient was thereafter lost to follow up for three years, at which time she re-presented for follow up (asymptomatic). The (apparently) type ii endoleak remained, and the aneurysm sac had enlarged from 6.2 to 6.95 cm. Owing to the distance and expected non-compliance with follow up, the physician elected to perform an open procedure. The physician resected the distal portion of the zenith tffb graft, leaving the proximal (juxtarenal) seal stent, and connected a dacron y-graft to create an aorto-bi-iliac bypass graft. No further complications have been noted post procedurally. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Based on a review of the imaging, the suture holes could have presented intraoperatively due to atheroma/clot removal and exposure of the aneurysm sac to atmospheric pressure. Additionally, the aneurysm angulation was outside the IFU, and the oversizing was much greater than recommended, which could have contributed to type 3 suture hole endoleak development due to stretching. Without additional information, a definitive root cause cannot be established. The risk was assessed using quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required. We will continue our monitoring of similar complaints and have notified the appropriate internal personnel of this event.

Event description:
A (B)(6) year old female patient had a aaa and right common iliac artery (cia) aneurysm noted in (B)(6) 2011. On (B)(6) 2011, the infrarenal aaa was 6.2cm with extension to the right rcia and riic. The underwent initial evar on (B)(6) 2011. The physician placed a zenith main body and two zenith iliac leg grafts. Completion angiogram indicated no endoleak. A 6 month follow up CT indicated a type ii endoleak with no increase in size of the aneurysm. Physician decided to follow up with no intervention. The patient was lost to follow up for three years. On (B)(6) 2014 the patient came back for evaluation. The aneurysm sac had grown from 6.2cm to 6.95cm with type ii endoleak. Due to the distance that the patient lived it was decided that the patient would undergo open surgical repair on (B)(6) 2014. When the patient was opened by midline transperitoneal incision it was noted that there was white old mural thrombi exposed and while removing that fresh red thrombi and bleeding were found near the endograft. After removing the mural thrombi the physician found many locals pumping blood from the endograft. The leak was found near the suture point on the graft and back bleeding from one lumbar 3 was found and was obliterated with suture ligation. It was confirmed that there were multiple type iii endoleaks that mimicked a type ii endoleak as the lumbar worked as an outflow of the type iii endoleak. The physician decided to replace the zenith graft and conduct an aortobiiliac bypass with a dacron y graft anastomosis to aorta with the remaining upper portion of the zenith graft in juxtarenal area while leaving the proximal landing zone undisturbed. Distal anastomosis was done to the right eia and left cia. The graft was covered with the remaining aneurysm wall and the retroperitoneum was repaired. On follow-up CT no endoleak or pseudoaneurysm was detected.